Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission showed that the patient's implantable cardiac monitor (icm) was exhibiting post-sensed t-wave oversensing. The programming changes were made. Patient was stable.